Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 177868 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 177868 and device part number 195-430wl / lot 174710. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Event description:
The consumer reported a conflicting results with binaxnow covid-19 antigen self test performed on (B)(6)2022 with an unknown sample. Consumer reported a solid pink line was visible in the control section and a faint line in the sample area. They also stated that the faint line disappear and looks like there is no line at all between 15-30 minutes reading time. Pcr testing was performed, but the outcome was not provided. Although requested, no additional patient information, including treatment and outcome, was provided.